Event description:
A customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the screen froze when trying to switch from split screen to single screen view. They reported power cycling the monitor which resolved the issue. No delay during the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
At this time, the reported glidescope core 15-inch monitor was indicated as not returning to verathon for investigation. Since the customer reported that the issue was resolved after power cycling the monitor, the cause could not be determined. Following the reported event and upon request by the customer, a verathon sales representative assisted the customer with updating their glidescope core 15-inch monitor with the latest software version. Review of complaint history for the reported monitor serial number "(B)(4)" did not identify any previous complaints. Trending analysis for glidescope core monitors does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous situation has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.